Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
There were complications with the patient during the system implant. First the rv lead and then the atrial lead were implanted without complications. When the physician was trying to gain access to the cs the patient table was moved so that the physician could better visualize the catheter which appeared to be under the right clavicle or shoulder of the patient. The catheter was retracted and the patient stated that they were having trouble breathing and the patients condition deteriorated quickly. Resuscitation efforts were used and tubes were placed to help the patient breath. Pacing cables remained on the rv lead at a rate of 80 bpm per the physicians request. After the patient's condition stabilized, the ICD was connected to the leads and the lv port was plugged. Final tests were run and all tests were appropriate. The device was enabled and the patient was sent to ICU. The patient had a follow up on (B)(6) 2017 and is doing well. Device and leads remain implanted with good values. Should additional information be received, this file will be updated.